Event description:
Information received by medtronic indicated that the retainer ring was loose and chipped. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer stated insulin pump had insulin flow blocked alarm. Customer experienced high blood glucose level and was treated with pen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleging insulin flow block, high bgs and loose/chipped retainer ring on (B)(6) 2021. Insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy test and occlusion test. Test p-cap locked into the reservoir tube successfully, however, damaged retainer ring noted. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm during basal on [(B)(6) 2021 at 12:12, 12:15, 12:19, 12:23] in the pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, scratched case, partially detached retainer, cracked reservoir tube lip, cracked case (battery tube), battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged insulin flow block during basal was not confirmed. Pump passed full drive test and the electronic/motor assemblies had no anomalies. Customers high bg could not be confirmed. Additionally, retainer ring damage was confirmed by visual inspection where a partially detached and cracked retainer ring was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.